Manufacturer narrative:
(B)(4). D10: unknown liner . Unknown head. Unknown stem. G2: foreign ¿ mexico . The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the sterilization supervisor from the hospital became aware of 3 (three) cases of infection in one patient. After the first infection occurred, the second one was approximately 8 (eight) months later, with the last one occurring approximately 1.5 months later. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.